Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for steering issues which have the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure to treat mitral regurgitation (mr) of grade 4. The clip delivery system (cds) was advanced to the left atrium. The m-knob was applied and the device was noted to move in an unintended direction. The device was removed without issue. The procedure continued, using the same steerable guide catheter, with implantation of two mitraclips, reducing the mr grade to less than 1. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation. Functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.